Manufacturer narrative:
This report is submitted on august 7, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023. Additional information has been requested but has not been made available as of the date of this report.